Event description:
It was reported that the pump took longer than the allotted rate to infuse tpn. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: customer complaint of "takes longer than allotted rate to infuse tpn" could not be confirmed with visual inspection and functional testing. Performed accuracy tests. Performed nda (no disposable attached) test. Upon further investigation, found uso (upstream occlusion) seal buckling. Replaced uso seal. Found dso (downstream occlusion) seal delaminating, replace dso seal. Performed dso/uso calibration and occlusion tests. Performed pvt (performance verification testing), unit passed all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.